Event description:
The customer initially called to report low battery life on the insulin pump. The customer then stated that she was taken to the emergency room for high blood glucose levels. The customer did not give the date or the blood glucose reading for the event. Prior to the event, the customer stated that the battery went dead without warning in the middle of the night. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.